Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of switching events prior to a battery reaching the 25% threshold. Analysis of the device revealed that the controller met specifications; the device passed visual examination and functional testing. The device is related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The manufacturer has opened an internal investigation to evaluate these types of issues. The most likely root cause of this failure is a communication error between the controller and the battery, which likely contributed to the event. Per the instructions for use (IFU): patients are instructed to always keep a spare controller and fully charged power sources available at all times. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient stated that when he plugged a power source into port 1 of his controller, it would "always switch to power source 2". Exchanging the controller resolved the issue. There was no reported consequence or impact to the patient. No additional information was provided.